Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified baxter tubing was leaking from an unspecified location. The process step in which the issue was identified was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the affected product is clearlink system continu-flo solution set, previously submitted as unspecified baxter tubing. D1: brand name: clearlink duo-vent continu-flo solution set, previously submitted as ¿ni¿. D4: catalogue#: 2c8541, previously submitted as ¿asku¿. G1: the device manufactures information is baxter healthcare ¿ cartago, previously submitted as baxter healthcare corporation. G1: device manufacturer address 1: (B)(6). G5: PMA/510k #: k961225 previously submitted as ¿ni¿. H10: two (2) actual samples were received for evaluation. Visual inspection was performed in all samples using the naked eye which observed a cracked white port of the check valve in the first sample and second sample had a cracked tubing and male luer. The reported condition was verified. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.